Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction and suspected thrombus could not be confirmed through this evaluation as no images were submitted for review and no product was returned for evaluation. Multiple attempts for additional information were sent to the customer; however, no additional information was provided. Heartmate ii left ventricular assist system (lvas) was disposed of by the customer. No product is available for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis as an adverse event which may be associated with the use of heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states that the patient was admitted to an outside hospital with increased fatigue, dyspnea, and abdominal distension. The patient also had elevated hemolysis labs. On (B)(6) 2023, the patient had an echocardiogram, which revealed decreased ventricular assist device (vad) flows. The patient was then transferred to another hospital for insurance reasons, where they were admitted on (B)(6) 2023 with abdominal distention. On (B)(6) 2023 lactate dehydrogenase was 710. On (B)(6) 2023, kidney failure occurred in the presence of hemolysis with a creatinine level of 3.3. They then began chronic renal replacement therapy. On (B)(6) 2023, the patient was found to have an outflow graft (ofg) obstruction with 50-70 percent narrowing on the computed tomography (CT) scan. The ofg obstruction was suggestive of bio-debris and/or thrombus. The patient was evaluated for surgery and then urgently taken to the operating room for a heartmate ii to heartmate 3 exchange on (B)(6) 2023.

Manufacturer narrative:
Voluntary medwatch number 3400300000-2023-0000046 was received on 09aug2024. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found to have an outflow graft (ofg) obstruction on computed tomography (CT) scan. The patient also had signs and symptoms of thrombosis. The patient was evaluated for surgery and sent to duke for a heartmate ii to heartmate 3 exchange. It was later communicated that the patient underwent a pump exchange on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction and suspected thrombus could not be confirmed through this evaluation as no images were submitted for review and no product was returned for evaluation. A direct correlation between the device and the reported hemolysis and renal failure could not be conclusively established. Multiple attempts for additional information were sent to the customer; however, no further information was provided. Heartmate ii left ventricular assist system (lvas), serial number (B)(6), was disposed of by the customer. No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events including hemolysis, device thrombosis, and renal failure, which may be associated with the use of heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. This section also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.